Manufacturer narrative:
D10. Concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot: n3m1657y); egiaushort, egiaushort endogia ultra univ sht stap (lot: unknown); egiaushort, egiaushort endogia ultra univ sht stap (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy, the jaws jammed and refused to cut the lobe to which it was attached. The staples were still attached to the jaws and did not close. This issue occurred on two devices of the same type. It was noted that the operation was extended for an unspecified time. To resolve the issue, a new handle of the same type was used with a purple reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. A back extruded staple was stuck in the staple cartridge. Functional testing with withheld to maintain the state. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the staple pre fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.